Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report is being sent to indicate that this event is not reportable. No additional reports will be submitted related to this event. Upon further investigation, this event is not reportable. A review of reporting software for similar events (tip damage of the 14 fr introducer dilator in the blue rhino g2-multi percutaneous tracheostomy introducer tray) does not indicate a previous incident of patient harm from the complaint device or similar devices. A review of risk documentation does not indicate that this event is likely to cause serious injury if it were to reoccur. As there are no incidences of serious injury due to the complaint event, and it is not likely that serious injury would result if the event were to recur, per 21cfr part 803.50 the complaint event is not reportable as it does not meet the criteria for a death, serious injury or product malfunction. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter occupation: manager, equipment & supplies. PMA/510(k) # : k193133. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the tip of the 14fr introducer dilator contained in the blue rhino g2-multi percutaneous tracheostomy introducer tray cracked during use. A second tray was opened to complete the procedure successfully. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details and device return status have been requested, but is currently unavailable.